Event description:
It was reported that there was corrosion on the 11 mm combination wrench, part number 321.160. The corrosion made the tool unavailable for use. There was no ill effect on any patient or extension of surgery time as a result. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The DHR was reviewed and the record indicates the parts were manufactured in conformance with synthes specifications. The product investigation and visual inspection did not show any discrepancies from the specification. No manufacturing related fault could be detected. Some corrosion on the surface of the device was evident and determined to be a result of incorrect cleaning and storage and not any defect of the device.